Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the starter hole was off centered in an unknown number of wafers from an unknown number of market units. As a result, he experienced decreased wear time. It was also reported that a while back in 2017-2018 time frame, he had a lot of issues with wafers leaking and then it gradually stopped happening. He believes that it was because the wafer holes were off centered. He did not remember ever thinking they were off but felt that this must have been the issue at the time. There was no harm reported by the end user. No photo is available at this time.